Event description:
It was reported that the user experienced insulin leakage during cartridge preparation and use, including a broken capsule that leaked insulin and difficulty with pump setup, and the trainer indicated leakage issues were isolated to one box of cartridges, which resolved when a new box was used; the reported device problem was leakage/splash associated with the reservoir. Customer care provided support that included communication with the user¿s trainer and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leakage issue related to the reservoir seal, aligning with a medical device leak problem at the reservoir component. Symptoms included insufficient information. Outcomes included insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.